Manufacturer narrative:
(B)(4). Batch r5au87. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional event information received: this operation was right lower lobectomy (maybe, small thoracotomy). There was no particular hemostasis procedure and no problem with the patient. The surgeon recognized u shaped staples.

Event description:
It was reported that during a pneumonectomy, bleeding occurred at the distal end of the cut line after the firing on the right inferior pulmonary vein. It was found that the staples at the distal end part of the cartridge were unformed. The surgeon felt something unusual when closing the jaws before the firing. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.